Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Date of event: estimated. The UDI number is not known as the catalogue number was not provided. Attachment: article titled "successful angioplasty of three cases of coronary artery dissections using hydrophilic wires.¿

Event description:
It was reported in a research article that the procedure was to treat the left anterior descending (lad) coronary artery with 80% stenosis. A balance middleweight guide wire was used to cross the lesion but there was difficulty tracking a 2.0x12 mm balloon over the wire so another bmw guide wire was advanced and used as a buddy wire. After pre-dilatation a 3.0x15 mm xience v stent was deployed successfully but the middle portion of the stent was not expanded in the mid portion. Post dilatation was performed with a 3.0x10 mm non compliant mini trek balloon at high pressure and a dissection was noted at the stent edge. It was impossible to negotiate another balloon or stent through the dissection on the original bmw wire. At this time the patient developed acute inferior infarction and progressive hypotension. He developed ventricular tachycardia which required electrovardioversion and subsequently the patient had cardiopulmonary arrest, which required immediate resuscitation and intubation. Urgent surgery consultation was sought but was not possible immediately. A whisper guide wire was used to cross the dissection and the edge of the stent was then post-dilated with a 2x10 mm balloon. Then a 2.75x12 mm xience v stent was deployed and this successfully restored timi iii flow. The patient recovered completely without any deterioration in left ventricular function. Details are listed in the attached article, titled successful angioplasty of three cases of coronary artery dissections using hydrophilic wires.¿

Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record, database review and similar incident query for this product was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficult or delayed activation. Additionally, a conclusive cause for the reported dissection, myocardial infarction, hypotension, tachycardia, and cardiac arrest, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of dissection, myocardial infarction, hypotension, and cardiac arrythmias / tachycardia / cardiac arrest are listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.